Event description:
The facility reported that the device will not deliver, found during patient use with no patient injury or medical intervention required. No additional information.

Manufacturer narrative:
Evaluation results: the reported condition of will not deliver the drugs is confirmed. The root cause is a defective mpu pcb.